Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised caller that unit may have a faulty power supply or a faulty pm printed circuit board (pcb). Advised caller to check the power from power supply and if it is present to try swapping the pm pcb.

Event description:
The customer called technical support (ts) reporting that the device won't power on. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined.